Event description:
It was reported that the patient presented in hospital for unrelated issue. Upon interrogation, the right atrial lead exhibited high threshold. The lead was explanted. A new lead was attempted for implant unsuccessfully; the helix was would not function after several attempts of repositioning. Different lead was used. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.